Manufacturer narrative:
Device has not been returned by the user facility, however device lot history review is underway and will be provided in a follow up report.

Event description:
Dr from (B)(6) hospital used a victory wire, (B)(4), lot:10378106 to open an anterior tibial artery. Unfortunately the tip of the wire broke in the artery. They had to snare it, patient is fine. No other details.

Manufacturer narrative:
Device has not been returned by the user facility, however the device lot history records review has shown that there are no anomalies or non-conformances raised that could have contributed to this fracture failure mode. Device discarded by user facility.

Event description:
Dr from (B)(6) hospital used a victory wire ref:39230-30012 lot:10378106 to do a to open an anteror tibial artery unfortunately the tip of the wire broke in the artery. They had to snare it, patient is fine no other details.